Event description:
The following has been reported: (B)(6) reported: equip # not provided: in a critical emergency, needed norepinephrine prevent patients blood pressure from going to 0/0, tubing primed appropriately but kept saying "cassette loaded incorrectly" it was not, new pump used with no issues and no adjustment of tubing or cassette needed. Near miss - reach, no harm. Waiting for mayo staff to confirm serial # of pump. A preliminary review identified the following issue: tubing set misloaded. Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Due diligence has been completed. No additional information was obtained. No device was returned for evaluation. No serial number was provided. Therefore, the reported condition could not be confirmed.